Manufacturer narrative:
(B)(4).the homechoice (hc) has been returned, and a device evaluation is currently underway. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device was over warming the heater bag solution. The issue was noticed by the home patient (hp) during set up of automated peritoneal dialysis (apd) therapy. The hp indicated that all comfort controls were set normally. A swap of the device was initiated. The hp planned on using continuous ambulatory peritoneal dialysis (capd) until a new device arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported problem was not identified during the event history log review. An internal/external inspection was performed and found no issues. The homechoice device passed both returned instrument testing evaluation (rite) electrical and functional testing. The device heater system was monitored and found to be working properly. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.